Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited backup mode while undergoing a cardiac ablation procedure. Programming changes were performed to resolve the issue. There were no patient consequences reported.